Manufacturer narrative:
Stenosis.

Event description:
Pulmonary artery angiogram was performed which showed good function of the pulmonic valve with no evidence of pulmonic regurgitation. There were no reported complications. The patient was discharged on postoperative day one.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to pulmonary regurgitation. Implant duration of the pre-existing surgical valve is approximately 13 years and seven (7) months. A tpvr was successfully performed with an edwards transcatheter valve. There were no complications; the patient is doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
The patient underwent valve-in-valve due to pulmonary stenosis and regurgitation. Echo was performed which showed severe pulmonic stenosis with peak gradient of 52 mmhg across the valve and evidence of severe pulmonic regurgitation.